Manufacturer narrative:
The device subject of the event was not returned for evaluation. Without a returned device, a root cause could not be determined. The user facility was provided a replacement mouth mirror. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during dental procedures patients obtained a small cut in their mouth when the mouth mirror was removed. No medical treatment sought or administered.